Event description:
The customer reported that the system would lock up during the cine runs. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative formatted and replaced the cine drive. The system was tested and found to be working as intended and put back in service.